Event description:
On (B)(6) 1993 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the inferior vena cava (ivc) filter is lying at the lower atretic portion of the ivc, also the caudad aspects of the struts were lying outside the confines of the shrunken ivc. The position of the ivc filter is immediately to the right of the abdominal aorta and the right iliac artery in this area."